Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: failure to cross. It was reported that the procedure was to treat a totally occluded proximal lad. Predilatation was performed with another company's balloon. A 2.5 x 18 mm promus was advanced, but would not cross. A dissection was observed. The dissection was treated with a long balloon inflation and two 2.5 x 12 mm promus stents. There were no patient complications. No additional event or patient information is available. You are receiving this MDR report from abbott vascular, because boston scientific corporation distributed promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident information. Dissection, as listed in the promus IFU, is a known adverse event associated with coronary stenting. It should be noted that the IFU also states: implanting a stent may lead to vessel dissection and acute closure requiring additional intervention. The reported failure to advance appears to be related to the operational context of the product, and the reported dissection is a known risk of coronary stenting and was treated with balloon dilatation and additional stent; however, a conclusive cause for the reported dissection, and the relationship to the product, if any, cannot be determined.